Manufacturer narrative:
D10: (B)(6), 200-74-09 - cr tibial insert sz 4, 9mm, slope ++, (B)(6), 620-00-02 - platelet rich plasma kit with spray tips, (B)(6), 230-03-04 - optetrak asy, cr cemented femoral, sz 4, (B)(6), 200-02-38 - three peg patella 38mm, (B)(6), 200-04-44 - cemented finned tib. Tra sz 4f/4t, (B)(6), 620-11-02 - accelerate conc. Sys rep by 620-12-02. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 111 months after a right knee replacement procedure, the patient underwent a revision procedure, a revision op report was provided. It was noted by the surgeon that, intraoperatively, he observed the final implant construct had excellent alignment and stability and patellar tracking, however, the surgeon observed and noted a small crack in the lateral condyle that was visible through the notch after placement of the implant. The surgeon noted it was not clear whether this occurred during removal of the implants for placement of final implants. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d6b **please disregard explant date in d6b. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/ corrected: d1, d4, d6a, d6b, g3, g4, h4, h6, h11 MDR section codes updated/corrected: b, c, e, f the reason for the reported event was likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition, a traumatic event, and/or surgical techniques. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.